Event description:
It was observed that a patient's lead impedance was less than 100 ohms. There was no noise or oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.